Event description:
A consumer reported that following the use of this product, she experienced irritation, her eyes began to produce excessive mucous and a slight ulcer was developing in her eye. The consumer reported that she discontinued use of this product and her symptoms resolved. In a follow up, the consumer reported that her symptoms began two days after she began using this product. She experienced irritated eyes, redness, excess discharge and discomfort. She discontinued contact lens wear for one week. After that time, she switched to the use of a different multipurpose solution and has not experienced any symptoms. The consumer reported she did not seek treatment for her symptoms.

Manufacturer narrative:
The customer returned 1 opened unit of a 300 ml bottle that was approximately 1/2 full of solution. The solution has typical color, clarity and odor; no anomalies were observed. The complaint history for this lot was reviewed and there was one complaint similar in nature (burning event). The compounding and filing manufacturing batch records (mbrs) were reviewed and there was no anomaly that may have contributed to the complaint condition. A review of the product formulation stability data for all lots currently enrolled in the stability program was conducted and the formulation remains within specification. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility , bioburden and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. The incoming component qa inspection documents were reviewed for this lot and were found to be acceptable. Customer product use and lens care practice could not be confirmed. Root cause could not be determined. There have been one other similar complaint reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).